Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) levels over 600 mg/dl displaying "high" and small ketones. The customer was treated with intravenous saline and insulin to address bg level. The customer was discharged on (B)(6) 2023 with no permanent damage and the issue resolved. Reportedly, a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy.